Event description:
An optometrist reported she diagnosed a pt with "superficial punctate keratitis" (spk) over both corneas (ou), "peripheral corneal ulcers" (ou) and "superficial limbal keratitis" in the left eye (os) after using this prod for one year. The optometrist also noted "subepithelial peripheral infiltrates" (eye not specified). The optometrist indicated the pt discontinued contact lens wear (acuvue advance), prod use, and was treated with antibiotic eye drops. The optometrist stated that pt was highly non-compliant and that her contact lenses were six mos old although the recommended lens replacement schedule was two weeks. The rptr stated the pt's contact lens case was one yr old although a three month replacement schedule was recommended.

Manufacturer narrative:
Eval summary: the complaint device associated with this complaint was not rec'd for eval. Eval of a retention sample from lot 130280f will be conducted. No similar reports for lot 130280f. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available.